Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with injection of vancomycin (2gm for five days), injection of fortum (1gm, one dose), injection of tobramycin (40mg, one dose), forcan (150mg, one dose), and injection of heparin (25000 I/u x 5ml tds). At the time of the report, the patient outcome was not reported. No additional information is available.